Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Found cannula whole with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was not reading. The customer removed the sensor and found that the electrode was missing. Blood glucose value is unknown. The sensor would not be replaced or returned for analysis.